Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg was sensing and pacing inappropriately. The customer comment that the lowest potentiometer was non-operational was confirmed; the upper case was noted to be broken- encoder was pushed inside of device. It was further noted that the display wire was pinched (wire insulation was exposed), hanger assembly was broken, capacitor was damaged on main printed circuit board (pcb), one knob was missing and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was sensing and pacing inappropriately and that the lowest potentiometer was flimsy and non-operational. There was no patient involvement.